Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, loss of capture with some episodes of ventricular tachycardia (vt) were observed. The lead was found to be dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.